Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flex nav delivery system. Pre-operative, the patient was on high blood pressure medications. During procedure, the physician had some difficulty to insert the delivery system. The insertion of the delivery system caused a tore in the femoral artery and bleeding at the access site through out the procedure. A pressure was held by surgeon at groin the whole tome. The physician believed the delivery system caught previously placed perclose and tore the right femoral artery on insertion of device. The navitor valve was successfully implanted with no delay. The patient blood pressure was stable throughout the procedure. The patient required a patch placed by vascular surgeon. The patient was kept at the hospital overnight. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of use-related tissue damage and insertion difficulties was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint database was reviewed, and no related incidents were found for this lot. Information from the field indicated that during the procedure, the physician had some difficulty inserting the delivery system. The insertion of the delivery system caused a tore in the femoral artery and bleeding at the access site throughout the procedure. It was believed that the flexnav delivery system caught on a previously placed perclose and tore the right femoral artery on insertion of device. The provided imaging was reviewed by an abbott clinical engineering manager. Based on all available information, the reported event appears to be related to procedural conditions (flexnav caught on a previously placed perclose and tore the right femoral artery on insertion of device). There is no indication of a product quality issue with regards to manufacture, design, or labeling.